Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The pump was unable to perform basic occlusion test, occlusion test, prime and excessive no delivery test due to no button response. The pump was unable to verify excessive no delivery alarm due to no button response. No cosmetic damage was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the buttons on the pump were not responding. The customer stated that the escape button worked and the others did not. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.